Event description:
It was reported that the customer alleged that the surfaces of the maternity bed mattresses were being compromised as there was blood seeping through. It was reported that the mattresses appear to be worn and torn. It was reported that the customer uses oxivir as a cleaning agent, and the units have been in service for two years. No patient involvement or adverse consequences were reported.